Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarmed. The pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level is unknown. The mother stated that her daughter woke up to a button error alarm. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.